Event description:
It was reported that during the procedure the needle broke and was stuck in the patient's back. The patient had to go to a neurosurgeon to remove the pieces. The neurosurgeon was successful at removing the broken needle.